Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: aug 7, 2015. Expiration date: jul 31, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to an atrophic non-union of a previous fracture and a broken trochanteric fixation nail¿advanced (tfna) nail. The patient initially underwent a closed reduction and internal fixation of an intertrochanteric proximal femur fracture with implantation of the tfna system on (B)(6) 2016. This initially procedure went as expected. Reduction was good and the patient¿s postoperative course was unremarkable. On (B)(6) 2017 the patient presented at the hospital with hip pain. X-rays taken on the same date revealed the broken nail (at the level of the aperture between nail/blade) and an atrophic non-union of the previous proximal femur fracture. During the (B)(6) 2017 revision surgery, the broken nail and remaining tfna implants were removed and the intramedullary canal reamed up to 13.5mm with a synream set. The fracture valgised under traction and a 130 degree, left, 12x235mm tfna (with 95mm blade) was inserted. The nail was dynamically locked proximally and distally - the blade was augmented with 4ml of traumacem v+. The revision procedure went smoothly. The patient status postoperatively was satisfactory. The patient¿s activity levels postoperatively are independent with no walking aids. Concomitant medical products: 1x blade part: 04.038.400s lot. 7983661. This report is 1 of 1 for (B)(4).